Event description:
An unspecified IV piggyback was connected to the injection port closest to the IV bag. The piggyback solution was observed to backflow into the primary IV bag. The clinician clamped off the tubing. It was unknown whether the patient received the solution in the IV piggyback. There was no reported patient harm or adverse patient effect.